Event description:
It was reported that an implanted spinal cord stimulation system was associated with a device site infection involving the implantable neurostimulator pocket and/or incision sites. The patient reportedly experienced swelling in the implantable neurostimulator pocket about once a month, followed several days later by drainage from the mid-back incision. The patient was treated with antibiotics and was reportedly still taking antibiotics, and the issue was ongoing and not resolved. The physician stated an opinion that the infection was not caused by the spinal cord stimulation system. Complete system removal was planned but had not yet been scheduled. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 16-apr-2029, UDI#: (B)(4) ; product ID: 9 77a260, serial/lot #: (B)(6), ubd: 20-feb-2029, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.